Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homecoice machine during drain 1/5 of their automated peritoneal dialysis therapy. Reportedly, the home patient had cycled the power off/on several times, and started a new therapy, using the same homechoice set and new supplies bags. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was associated with this incident per the home patient's spouse.